Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4). The fiber is fractured along the blue jacket at 1cm and 6mm from the distal tip; the fiber appears bent and stretched at the location of fracture; the glass fiber is detached, but the outer blue sheath is partially attached at the location of fracture; the distal tip of the fiber exhibits no signs of usage; the fiber was tested with hene laser fixture, aim beam is visible at the break; the total length of the fiber is 12 feet and 1.5 inches, connector included in over-all length. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Manufacturer narrative:
Device returned for evaluation: updated. Device evaluated by manufacturer: updated. Device evaluation codes: added. Product evaluation: failure analysis for fiber (B)(4): the total length of the fiber is 12 feet and 1 inch, connector included in over-all length; the fiber distal tip exhibits signs of usage and fracture; the fiber was tested with hene laser fixture, aim beam is visible at the distal tip; there is no signs of breakage along the length of the fiber; black discoloration was noted near the distal tip within blue jacket. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that during a procedure, where a stone was found in the kidney, the "tip of the laser fiber broke off". The fiber was exchanged and the same problem was observed on the second fiber. The fiber tips were flushed out with saline solution. The fiber was exchanged and the third fiber was used to complete the procedure. Patient outcome: "no injuries to the patient". This report is for the first fiber.